Event description:
The patient had trouble with the stimulator and had to do with when they moved. It was stated that the health care professional (hcp) removed too much bone and the implantable neurostimulator (ins) moved around in there. There was inability to charge. The patient went too long without charging the ins and they needed to charge it but unable to do so. The last time stimulation was felt and last successful recharge was in (B)(6) 2015. The patient moved and lost their recharger which is why they did not charge. The patient was redirected to their hcp to perform a physician mode recharge and jumpstart the device so that the patient could charge again with the recharger. Other relevant medical history includes spinal pain and rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.